Event description:
It was reported that the patient this cardiac resynchronization therapy defibrillator (crt-d) system presented to the hospital following a shock episode. Upon review, it was noted that a single inappropriate shock was delivered due to noise oversensing, while other noise episodes were untreated. Additionally, the system exhibited an elevated ventricular pacing threshold along with high out of range ventricular pacing and shock impedance measurements. The device recorded a code 1005, indicative of an open circuit detected during shock delivery. The physician suspected a right ventricular (rv) lead fracture. Additional troubleshooting has been planned, including an x ray and testing with a pacing system analyzer. The patient was hospitalized for further investigation. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.